Event description:
Stryker laparoscopic suction/irrigation device with minor fluid leak in a non-sterile part throughout use but it began to smoke and had to be replaced during the case. The defective portion was not in the sterile field and did not cause harm to the patient. It was identified mid-case, batteries removed and taken out of the operating room.